Event description:
Reportedly, during the follow-up dated (B)(4) 2013, unexpected end of service was observed (among the displayed warning messages: the end of life was reached, ventricular lead impedance was > 3000 ohm, charge time was > 40 seconds, the device reset 4 times). Previous follow-up dated (B)(4) 2013 did not reveal any anomaly. The device was explanted and will be returned for analysis.

Event description:
Reportedly, during the follow-up dated (B)(6) 2013, unexpected end of service was observed (among the displayed warning messages: the end of life was reached, ventricular lead impedance was > 3000 ohm, charge time was > 40 seconds, the device reset 4 times). Previous follow-up dated (B)(6) 2013, did not reveal any anomaly. The device was explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4).